Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. It is important to note that the associated internal and external paddles used at the time of the malfunction were not returned to zoll medical for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown), the device failed to discharge via internal and external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.